Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of perfix plug, patient was diagnosed with scar tissue and pain thereby underwent repair with mesh removal. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿there was an indirect defect and a perfix plug was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with scar tissue, right inguinal pain thereby underwent removal of mesh and repair of the inguinal hernia with absorbable materials. Per operative notes, ¿the mesh was very rigid as the scar tissue was significant, the mesh was dissected and removed. Then, the inguinal floor was reinforced using sutures.¿ attorney alleged that the patient had adhesions, nerve damage, pain, hernia recurrence, plug attached to the muscle and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of perfix plug, patient was diagnosed with scar tissue and pain thereby underwent repair with mesh removal. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. Addendum # 2: h11: this supplemental emdr is submitted to correct the annex b-code and DHR statement. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of perfix plug, patient was diagnosed with scar tissue and pain thereby underwent repair with mesh removal. Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (annex b-code). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿there was an indirect defect and a perfix plug was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with scar tissue, right inguinal pain thereby underwent removal of mesh and repair of the inguinal hernia with absorbable materials. Per operative notes, ¿the mesh was very rigid as the scar tissue was significant, the mesh was dissected and removed. Then, the inguinal floor was reinforced using sutures.¿ attorney alleged that the patient had adhesions, nerve damage, pain, hernia recurrence, plug attached to the muscle and emotional injuries.